Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the distal end was burned due to the user employing high-energy hand instruments (laser, high frequency) without maintaining a sufficient distance from the distal end. Foreign material was found at the burned part; although it was confirmed that material remained at the distal end, it could not be identified. Additionally, it is presumed that improper reprocessing, indicated by physical damage to the device, prevented the elimination of this material. The event can be detected/prevented by following the instructions for use (IFU): if handled according to the following IFU, users may be able to detect the event. Inspection of the endoscope. Points of attention when using the high-energy endo therapy accessories are written in the following. 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the bronchovideoscope had burnt distal end, at the end of the channel, there was a burn mixture with foreign material inside the grooves of the burn part. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.